Event description:
The device was applied during a laparoscopic hernia repair procedure involving one pt. Reportedly, the instrument broke. The surgeon completed the procedure woth another instrument. The hosp has reported no pt injury.